Event description:
On (B)(6) 2014 at approximately 9 am, a crna set up an alaris pump with a carefusion smartsite infusion set, ref (B)(4) to a 250ml bag of 1000mg/250ml lidocaine solution. The pump was programmed in the med/surg profile, guardrails was selected, and the lidocaine/pain protocol was selected. Pt weight was entered as (B)(6) and vtbi was set for 250ml. The pump calculated a rate of 15.375ml/hr for administration. The pump was started and ran for approximately 1 hour and 5 minutes. During that time the crna suspected an over infusion because the 250ml bag was emptier than expected. She notified her mgr who came and verified the setup and the programming. The mgr watched and timed the drip rate in the drip chamber because it seemed too fast. Using a stopwatch and counting drops, she estimated a delivery rate of 60ml/hr instead of the 15 the pump's calculated delivery rate. The mgr also stated the drops were very erratic, i.e. Multiple rapid drops, then long pauses followed by multiple rapid drops. The pump was paused, powered down, exchanged for replacement units, and the suspect units sent to biomed for evaluation. The delivery set was not sent to biomed with the pump because it was used with the replacement pump. That infusion proceed normally and as expected.